Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, this device was evaluated by the customer who identified that the failure was associated with a faulty main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high positive expiratory end pressure, high peak inspiratory pressure and low minute ventilation and apnea interval alarms on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.